Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard pressure rated extension set with y-site experienced flow issues. The following information was provided by the initial reporter: the tubing set is primed and evaluated to be in working order prior to being attached to patient the tubing was not coiled with tape during the priming/flushing process.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that the set was unable to be flushed could not be verified due to the product not being returned for failure investigation. A device history record review for model mx5301 lot number 23039036 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxguard pressure rated extension set with y-site experienced flow issues. The following information was provided by the initial reporter: the tubing set is primed and evaluated to be in working order prior to being attached to patient the tubing was not coiled with tape during the priming/flushing process.